Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was (B)(6) with a 103 degree temp. The inner cannula would not come out and the patient was taken to the or for a trach exchange. The doctor that did the exchange and took a picture of the kink while in the patient and the tube and inner cannula were given to the operating room director .